Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with severely cracked case on display window corners, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call of high blood glucose readings, low reservoir, no delivery and battery out limit alarms from the pump. The customer's blood glucose reading was 455 mg/dl. The customer stated that her blood glucose was 474 at the start of the call and it is now 509 mg/dl. The daughter stated that they had issues with the pump since friday. The customer was advised to continue use of the pump until the replacement arrives.